Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens stuck in delivery system. The surgery was completed on the same day using the back up lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).